Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
=Additional information was received from the patient. They reported that regarding their device not working, the device needed setting optimized; however, the hcp office was not willing to get the manufacturer representative in. The cause of the device not working was not determined. They stated no one at the manufacturer was willing to get them in touch with the rep. No steps were or will be taken to resolve this issue. The issue has not yet been resolved. They stated the device was discarded years ago when the device was explanted. They stated the device was in their body for 12 years and only effective for a year.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got an ID card that said their device was active. Patient said the device stopped working about 1.5 years after implant. Patient has the device for 3 years and met with a manufacturer representative (rep) once. Patient said due to the hassle with the programming changes the device was removed. Patient said they could never get an appointment with the managing healthcare provider (hcp) and the rep never had time to meet the patient. Patient said they could never get the device to work exactly right. Patient said they got support from patient services (ps) or the hcp. Patient said the device was also bulky and every time they sat back in a chair that went all the way down it hurt. Patient said now they have a different device in a different location. Patient said they have had multiple mris since the device was removed. Patient s aid they found out on monday that they still have a piece of a lead left in them, this was confirmed via x-ray. Updated prs. The patient was redirected to their healthcare provider to further address the issue.